Event description:
Olympus (oaz) was informed that the customer high-definition autoclavable camera head reportedly ¿had no image, when plugged in there is a black flash and then no image.¿ the reportedly problem was found during preparation for use. No death, injury or harm was reported.

Manufacturer narrative:
Olympus followed up with the user facility to obtain additional information regarding the reported event but with no information was obtained. The device was returned to the olympus repair center. The evaluation confirmed the customer¿s reported problem as no image was displayed due to a defective cable, damaging the charged coupled device (ccd) unit. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely the loss of image was due to a faulty cable which caused damage to the charged coupled device (ccd). The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.